Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-66864.

Event description:
It was reported that the customer received a calibration error and a threshold suspend alarm. Customer's blood glucose level is 114 mg/dl. Customer's sensor glucose reading was 60 mg/dl. Customer was explained the differences between sensor glucose readings and blood glucose readings. Customer cleared the alarm. Customer turned the sensor feature back on. Customer had just eaten and had done a bolus. Customer was advised to wait 4 hours for glucose levels to stabilize before calling back for assistance with calibrating. Customer was advised to turn off her sensor feature in the meantime to avoid alarms. No additional information provided.